Event description:
"She is alleging that she contracted hcv using a blood collection set while drawing blood on 2/16/97 from a pt who was positive for both hcv and hiv. She has not tested positive for hiv."